Manufacturer narrative:
Block b3: the exact date of the event was not reported. The retrospective study date of january 1, 2021, is used for the estimated date of event between january 2021 and december 2021. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: jimin han; han taek jeong. "Optimal timing for discontinuation of ercp in cases of difficult selective biliary cannulation" internal medicine, daegu catholic university school of medicine, daegu, endosc int open 2025; 13: a25368241, https://doi.org/10.1055/a-2536-8241. Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage/blood loss/bleeding. Imdrf patient code e1021 captures the reportable event of pancreatitis.

Event description:
Boston scientific became aware of an event involving an autotome rx and jagwire through the article titled, "optimal timing for discontinuation of ercp in cases of difficult selective biliary cannulation", by jimin han et al. Per the article, between (B)(6) 2021 and (B)(6) 2021, a study of 272 patients with naive papilla underwent ercp selective biliary cannulation. The following occurred with the study patients: bleeding and post-ercp pancreatitis. Please see the reference article for full details.